Event description:
It was reported that a smiths medical pump had a constant battery depleted alarm (while testing/date unknown). No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing: this showed the device gave a "battery depleted" alarm. This was determined caused by an issue with the circuit board component.